Event description:
A screw, implanted in 2001, broke post-operative. Pt was treated for fusion of l4/s1, diskectomy, bone graft and 2 synthes "translaminar" screws at l4/l5 and 2 at l5/s1, x-ray taken 2 months later found screw was broken. Subsequently, a review of x-ray taken 2001 also showed this screw broken. It is unk if this screw has been removed.